Event description:
It was reported that a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with grade 4 and a prolapsed anterior leaflet. A mitraclip ntw was inserted and placed on the mitral valve. Resistance occurred while rotating the arm positioner during grasping and closing the clip. While attempting to deploy, the clip could not be removed from the shaft. Troubleshooting attempts were performed and the clip was able to be successfully deployed, reducing the mr to grade 1+. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a cause for the reported physical resistance of the arm positioner and difficulty deploying the clip. There is no indication of a product issue with respect to manufacture, design, or labeling.